Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error, low battery, battery out limit alarm due to unresponsive button. Device had stripped battery cap coin slot, cracked battery tube threads, cracked case at reservoir tube window corners. Motor passed motor test.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was unknown. Customer also stated that the insulin pump screen blanked out due to lost power and had to thump it to turn back on, buttons need to press multiple times to respond, insulin pump was locked and unresponsive. It was also stated that there was crack in plastic around the reservoir window and crack across the threading of reservoir and past the motor. The device will not be returned for analysis.